Event description:
It was reported that the pt was implanted a allofit it alloclassic shell, 50/hh on the left side on unknown date. Currently, the pt is being monitored due to loosening after 10 weeks of implantation.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available that change this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).